Event description:
Device 1 of 2, ref MFR report: 1627487-2012-11263. It was reported the pt had fallen. X-rays were performed which revealed one of the leads had pulled out of the epidural space. The physician replaced the leads with one surgical lead.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.